Event description:
It was reported that a merlin.net transmission showed non-sustained rv oversensing episodes. Sporadic ventricular oversensing was noted on review of the stored egms. A lead issue was suspected. Isometric testing and an x-ray were recommended. The lead remains implanted. Patient monitoring will continue.